Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the centrimag motor producing an unusual noise and no flow was confirmed via analysis of the returned centrimag motor. The centrimag motor was tested and unable to operate the test centrimag equipment. Evaluation of the centrimag motor cable revealed that the field signal wires were electrically open. Damage to these wires would prevent the pump rotor from functioning properly, which would result in the unusual noise and no flow. No further testing was performed as the motor was returned to the customer¿s site per the customer¿s request. The reported event was determined to be due to the damage to wires in the centrimag motor cable consistent with the repetitive flexing of the cable over time. The device history records were reviewed and the records revealed that the centrimag motor was manufactured in accordance with manufacturing and qa specifications. The 2nd generation centrimag system operating manual section 10 ¿ ¿emergencies/troubleshooting¿ provides instructions for operation when there is a need to exchange the main console or motor with a backup console or motor. The recommended practice whenever there is a console or motor malfunction is to replace the console and motor as a set. Remove the blood pump from the malfunctioning motor and console and place the blood pump in the back-up motor and console. Switch all components (console, motor, flow probe and cables) simultaneously to continue patient support, and then perform troubleshooting on the non-functioning system, when it is no longer being used for patient support. The 2nd generation centrimag system operating manual section 12.1 ¿ "appendix I ¿ primary console alarms and alerts" cover all alarms (auditory and visual), including motor and flow alarms, and alarms related to the system stopping, and the appropriate actions to take if the issue does not resolve. Centrimag motor instructions for use instructs the user to inspect the centrimag motor, cable, console connector, and locking mechanism for any damage prior to use. If any component is damaged, do not use the centrimag motor. This document states that if the unit fails to operate according to the motor specifications or a console diagnostic error indicates a centrimag motor malfunction, it should be returned. Additionally, this document instructs the user to always have a spare centrimag motor and back-up equipment available. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Related MFR #s: 3003306248-2023-01374 and 3003306248-2023-01377.

Manufacturer narrative:
E4: medwatch form # mw5115399, mw5115398. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the centrimag pump was making an unexpected sound and had a low flow alarm. The pump was swapped out. It was later communicated that as the extracorporeal membrane oxygenation (ECMO) circuit was being transferred from bed to stretcher, the pump head motor started grinding and lost all flows. The backup console and pump head were set up and the defective pump head was clamped out and replaced with the backup. The backup pump head was placed in the backup motor and full flow was restored.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.